Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
At approximately 0905, a patient was found unresponsive shortly after the primary team had exited the room (dr. (B)(6). The primary nurse immediately called the providers back to the bedside and activated a rapid response. On initial assessment, the patient exhibited altered mental status with inability to verbalize appropriately or follow commands, including inability to squeeze the nurse¿s hands. Noted physical findings included dilated pupils, nystagmus, and facial tremors. Following stabilization, a discrepancy was identified in the remaining volume of the ketamine infusion compared to the documented amount at the start of the shift (approximately one hour prior). The primary nurse reviewed the medication administration and intake/output records in the epic system. Upon review, the ketamine infusion rate did not consistently align with the prescribed rate of 3.5 ml/hr, with documentation reflecting multiple instances of rates as high as 335.5 ml/hr. Per nursing staff, the infusion pump settings were not adjusted above the ordered rate. Dual nurse verification was completed at the start of the shift, and pump settings were re-checked during the rapid response and remained consistent with the prescribed order. Interventions a rapid response was initiated immediately. Interventions included vitals, labs, EKG. The ketamine infusion and hydromorphone pca were discontinued. The patient¿s level of consciousness improved during the rapid response and the patient remained hemodynamically stable. Given concern for neurologic findings, including facial tremors, a CT brain was ordered. A neurology consult was also placed, and the neurology team evaluated the patient at the bedside. Approximately two hours later, the pain management team evaluated the patient and noted that the presenting symptoms could be consistent with ketamine toxicity. Following return to neurologic baseline approximately four hours after the event and completion of neurology evaluation, the pca was reordered. Follow-up the identified discrepancy in ketamine infusion volume. Although requested, further information was not provided.